Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial output connector. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken atrial output connector. It was also indicated that the case was broken. It was also indicated that the keypad flex cable, encoder assembly, and fasteners were contaminated. It was also indicated that a printed circuit board (pcb) was corroded and knobs were rusted. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.